Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer does not recall any significant events leading to the error. Troubleshooting was done for button error. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.